Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of device. Failure event observed during analysis. Final analysis found a partial lead was returned. Full insulation degradation was found at distal end of connector boot. (B)(4). (B)(6).